Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Some lots of m4 and m4rt have been shown to cause false positive results when used with the sofia sars antigen fia assay. Root cause: could not duplicate with retains, transport media interference source: phone

Event description:
Reported false positive sars result. The customer communicated the result was confirmed negative by molecular (pcr testing). Samples were ran in remel m6 vtm